Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4).

Event description:
An aq2010v model lens was torn and was not implanted. There was no pt contact and the facility believes the lens was damaged by the cartridge.